Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A synergy ous mr 2.50 x 48mm was deployed to treat the target lesion. Post deployment a type b dissection was noted on the proximal edge of the stent with slow flow. Another stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.